Event description:
Additional information received reported the patient had a history of spastic quadriparesis secondary to cerebral palsy. The patient had recovered without sequela.

Manufacturer narrative:
Concomtiant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Additional information received reported that the pump was replaced due to end of service (eos). The catheter issue was located at the pump connector. The catheter itself was reportedly fine. The pump connector was replaced.

Event description:
Additional information received reported the medication within the device system was never gablofen. It was reportedly always lioresal. The device manufacturer representative and health care provider (hcp) reportedly didn't know where the catheter leak was coming from and it was noted analysis was needed for that to be identified. As far as they could tell, it was leaking from the sutureless connector. According to the patient's mother, the patient was doing well with no issues. No further information was provided.

Manufacturer narrative:
Analysis of the catheter found coring and tearing in the seal of the sutureless (sc) connector. Leaking was seen.

Event description:
The previously reported information: ¿the catheter connector was replaced. The catheter segment was to be returned.¿ pertains to the events following the new pump being implanted during the surgery. Please refer to manufacturer report # 3007566237-2014-03224 for this information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare professional noted clear fluid in the pocket during pump replacement surgery. An unexpected droplet reportedly formed when the existing catheter was disconnected from the existing pump. They felt that there was a leak at the connector. The catheter connector was replaced. The reporter stated that the patient¿s mother and the healthcare professional reported that the patient was receiving good therapy about a year before the report, but at some point, the patient was at the same dose, but it didn¿t seem like it was ¿quite enough." The dose was continuously increased, but the same therapeutic effect that the patient had in previous years was not achieved. Prior to the pump replacement, the pump dose was decreased to verify that the pump was truly helping; the patient became stiffer, so the dose was increased. It was reported that it appeared that the patient was getting some therapy regardless of the leak. According to the reporter, the patient was doing well on the day of this report. The catheter segment was to be returned. The pump was delivering gablofen. Follow-up is being conducted for additional information including the reason for the pump replacement or if any additional actions or interventions were taken as a result of the catheter issue. If additional information is received, a follow-up report will be sent.